Manufacturer narrative:
UDI number: ni. Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that a final driver was found bent during a routine inspection. There were no surgical or patient impacts.

Manufacturer narrative:
UDI number: (B)(4). Additional information: the returned driver was evaluated. The tip of the device was found to be twisted and fractured. The device manufacturing records were reviewed and no manufacturing issues were found. After manufacture of this device, the design was enhanced to reduce the likelihood of this failure occurring.